Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, the tubing split. The device was explanted and replaced.

Manufacturer narrative:
A titan touch pump was received for evaluation. Examination and testing of the returned pump revealed a separation within abrasion on the short exhaust tube of the pump. Testing revealed this to be a site of leakage. Microscopic evaluation revealed surfaces of the site of separation to be rough and irregular, indicating sufficient stress had been exerted to separate the site. Microscopic evaluation revealed partial separations within abrasion adjacent to the separation. Testing revealed these to not be sites of leakage. Microscopic evaluation revealed surface abrasion on all pump tubing, indicating surfaces had come into repetitive contact. All pump tubing was curved. Based on examination of the returned product, it was concluded that while in-vivo, all pump tubing had overlapped and abraded against each other. This positioning, in combination with device usage over time, may contribute to sufficient stress(s) to cause a separation in the shorter pump exhaust tubing. A separation of this type could then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, non-conformances and capas revealed no trends for this lot.